Manufacturer narrative:
A ge rep evaluated the system and replaced the power control, x-ray control, and fluoro functions boards. System operates as intended. (B) (4)

Event description:
Customer reported the left monitor intermittently goes blank. No pt injury was reported.